Event description:
It was reported that approximately 3 months post-implant of a bifurcated device, suprarenal aortic extension, and bilateral limb extensions, a distal endoleak type I was noted on the right limb extension. The patient was treated with an additional limb extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, images were provided for assessment to clinical representative. Based on the review of the information provided endoleak was confirmed but no definite root cause could be determined. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. No conclusions could be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.